Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 199 was confirmed but not reproduced during product evaluation. The cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
This is a report of a colleague infusion pump with a failure code 199, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.